Event description:
It was reported that the patient presented to the emergency room (ER) after the lead integrity alert (lia) was triggered. It was noted on the electrogram (egm) that the right ventricular (rv) lead was sensing p-waves. The rv lead was repositioned back into the right ventricle and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407652 implantable pacing lead, implanted: (B)(6) 2013; product ID 429888 implantable pacing lead, implanted: (B)(6) 2013; product ID dtbx1qq cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013. (B)(4).